Manufacturer narrative:
The unit bt3125-r was returned to the manufacturer 05/23/2016. The unit was evaluated and had been field altered from its original configuration. The alteration replaced the npt sealing plug in an unregulated high pressure port with a pto fitting and low pressure (50 psi) third party CPAP accessory.

Event description:
Emt medic went to transfer patient from ambulance to emergency department. The emt switched to portable o2 and connected the CPAP to a new cylinder. The CPAP resumed operation and then a "pop" sound occurred followed by a flash fire, "that lasted a few short seconds". The patient was not injured, the emt experienced a few very small blisters. Emt did not require treatment or follow up.